Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Reportedly, the customer went to the emergency room (ER) with a blood glucose level that was displayed as "high", although a specific value was not provided. Customer attempted to self-treat with a manual injection, however was given intravenous fluids of saline and insulin in the ER. Customer was released same day with issue resolved and no permanent damage.